Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the stent could not expand, requiring placement of another stent. The over 55% stenosed target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, after a non-boston scientific filterwire was in position, dilation was performed with a 4-30 balloon catheter. However, after the stent was implanted, it was noted that about 1/3 at the proximal end of the stent could not expand. After dilation with a 5-30 balloon catheter, the stent's shape recovered 90%. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the stent could not expand, requiring placement of another stent. The over 55% stenosed target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, after a non-boston scientific embolic protection device was in position, dilation was performed with a 4-30 balloon catheter. However, after the stent was implanted, it was noted that about 1/3 at the proximal end of the stent could not expand. After dilation with a 5-30 balloon catheter, the stent's shape recovered 90%. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the procedure was completed with a 930 carotid wallstent.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional informatione1 - initial reporter address 1: (B)(6)

Event description:
It was reported that the stent could not expand, requiring placement of another stent. The over 55% stenosed target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, after a non-boston scientific embolic protection device was in position, dilation was performed with a 4-30 balloon catheter. However, after the stent was implanted, it was noted that about 1/3 at the proximal end of the stent could not expand. After dilation with a 5-30 balloon catheter, the stent's shape recovered 90%. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the procedure was completed with a 930 carotid wallstent.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).